Manufacturer narrative:
It was reported that the patient underwent mesh implantation with concurrent surgical procedures of transvaginal hysterectomy and bilateral salpingo-oophorectomy. The patient underwent mesh excision on (B)(6) 2012 due to patient experiencing pelvic/vagina pain, urinary incontinence and dysuria. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh and sparc were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh and sparc were implanted due to cystocele, enterocele and pelvic organ prolapse. The patient experienced pain, erosion of her internal bodily tissue, chronic pelvic and vaginal area pain, severe urinary incontinence, retention, leakage, vaginal and bladder infections, pain during intercourse, constipation, suffered psychologically and emotionally and she has undergone additional surgeries and revisionary procedures. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.